Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that a manufacturing representative (rep) met with the patient at the healthcare provider's (hcp) and to turn it on and set it up. He set it for majority left side stimulation. He was supposed to book a follow up with the patient for two weeks out. That appointment got cancelled and the patient hasn't seen him since. He did not respond to the patient's messages. The stimulation was not balanced so the patient had severe spasms on the right side whenever she would use it. The patient expressed dissatisfaction with the ins.  It just flaps around in their back, like it isn't anchored to anything and they can't use it. It sticks out if they wear anything fitted and they have to be careful about rubbing against anything. They haven't used it in months.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they had the battery pack removed last year and they left the lead implanted. The patient stated they need an MRI of their spine. Patient stated the neurosurgeon wanted to know if it was MRI compatible without the lead. Agent reviewed abandoned product. The patient was redirected to their healthcare provider to further address the issue.